Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto 3 system and a map shift issue occurred. After mapping the his location and before they ablated, they noticed the cs catheter appeared to be floating higher than where they shadowed it and that the his signal seemed inaccurate. The physician decided to create a new map and it was noted that this map seemed about 12.7 mm off in measurement from the original map. The case was completed using the new map. There were no error codes, no patch movement indicated, and green checkmarks for connections before this shift occurred. The physician did not perform cardioversion prior to the map shift and there was no patient movement.

Manufacturer narrative:
The hardware investigation was completed on 19-jul-2022. It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto 3 system and a map shift issue occurred. After mapping the his location and before they ablated, they noticed the cs catheter appeared to be floating higher than where they shadowed it and that the his signal seemed inaccurate. The physician decided to create a new map and it was noted that this map seemed about 12.7 mm off in measurement from the original map. The case was completed using the new map. There were no error codes, no patch movement indicated, and green checkmarks for connections before this shift occurred. The physician did not perform cardioversion prior to the map shift and there was no patient movement. Hardware investigation details: the investigation was started by the device manufacturer. The data related to the reported issue was requested from the account. It was confirmed that the requested data is not available. No investigation can be performed as the data related to the issue was not provided. The issue cannot be reproduced based on the available information. The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).